Event description:
Patient with an infrarenal aaa (abdominal aortic aneurysm). Patient went to cvor (cardiovascular operating room]) for an endovascular aneurysm repair. The surgeon inserted the main body endoluminal graft into the patient. Prior to deployment, it was discovered that the delivery system was fractured and non-deployable. The device was removed from the patient without incident and a new endoluminal graft was obtained from the field representatives and deployed successfully inside the patient. Patient did have a type 1-a endoleak, but recovered and was discharged home.